Manufacturer narrative:
Lot number information was not provided, therefore a review of quality records could not be performed. The device was not returned, therefore a direct product analysis could not be performed. The potential for abscess is addressed in the adverse reactions section of the gore bio-a fistula plug instructions-for-use with the statement, "possible adverse reactions may include, but are not limited to, infection, inflammation, and abscess formation. All available information has been placed on file for tracking, trending and follow-up."

Event description:
It was reported that an implanted gore bio-a fistula plug was removed from a patient due to an abscess. Additional, event specific information has not been made available.